Manufacturer narrative:
Results of investigation: the field service representative (fsr) went on-site to evaluate the suspect device. The fsr performed was able to confirm the reported event and determined the most likely cause of the issue is the main printed circuit board assembly. After replacing the main printed circuit board assembly, the issue was resolved. The fsr performed the operational verification procedure and reported the device passed all tests and runs according to manufacturer specifications.

Manufacturer narrative:
At this time, the suspect device has not been received for evaluation. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit displays motor fault alarms. The customer reported the ventilator was removed from the patient and another ventilator was placed on the patient. The customer reported there is no patient consequence associated with the event.